Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us.

Event description:
It was reported that during a procedure, the guidewire of the device allegedly started to unwind upon removal. There was no reported patient injury.

Manufacturer narrative:
H10: upon further review, it was identified that the report MFR#: 3008439199-2021-00133 is duplicate of another report MFR#: 3008439199-2021-00132. All information will be further captured under complaint: (B)(4) and reported under MFR#: 3008439199-2021-00132. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device pending return.

Event description:
It was reported that during a procedure, the guidewire of the device allegedly started to unwind upon removal. There was no reported patient injury.